Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery went dead. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the batteries (0146-00-0039). The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.